Event description:
Information received indicates the head of the bed goes up by itself.

Manufacturer narrative:
The technician found the head up switch pad was damaged which caused the unintentional movement of the head section. The technician replaced the head switch pad to repair the bed.